Event description:
It was reported that this pacemaker device exhibited an alert for a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which resulted in the lead being automatically switched by the device from the bipolar to the unipolar pace and sense configuration. The lead is implanted in the left bundle branch (lbb) of the patients heart. The lead is not a boston scientific product. The impedance measurements were noted to be stable between 600 ohms and 887 ohms over the last year and there were no stored episodes exhibiting noise before the alert. The healthcare provider (hcp) indicated that the patient was experiencing dizziness for the last 24 hours around the time of the alert so they will bring the patient in for evaluation immediately. Boston scientific technical services (ts) provided guidance to the hcp that if the patient has an underlying intrinsic rhythm, they could consider programming the lead back to bipolar to evaluate impedance and assess capture in that configuration. Ts also indicated to perform isometric testing and consider performing a chest x-ray to see if there are any changes with the lead giving the lbb placement. Ts also stated to consider that this may be due to device header spring contact behavior if all lead measurements appear to be stable and sensing is appropriate in the bipolar configuration. Intermittent contact with the ring electrode can cause out of range impedances. If this is the case, ts explained that a solution would be to program the lead to a unipolar pacing and bipolar sensing configuration. This would also alleviate the noise and oversensing observed on the lead in the unipolar configuration since the lss. A stored episode with noise and oversensing also exhibited pacing inhibition with asystole of greater than two seconds. The impedance measurement after the alert was back down to 438 ohms, which is within normal specification limits. The products remain in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device exhibited an alert for a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which resulted in the lead being automatically switched by the device from the bipolar to the unipolar pace and sense configuration. The lead is implanted in the left bundle branch (lbb) of the patients heart. The lead is not a boston scientific product. The impedance measurements were noted to be stable between 600 ohms and 887 ohms over the last year and there were no stored episodes exhibiting noise before the alert. The healthcare provider (hcp) indicated that the patient was experiencing dizziness for the last 24 hours around the time of the alert so they will bring the patient in for evaluation immediately. Boston scientific technical services (ts) provided guidance to the hcp that if the patient has an underlying intrinsic rhythm, they could consider programming the lead back to bipolar to evaluate impedance and assess capture in that configuration. Ts also indicated to perform isometric testing and consider performing a chest x-ray to see if there are any changes with the lead given the lbb placement. Ts also stated to consider that this may be due to device header spring contact behavior if all lead measurements appear to be stable and sensing is appropriate in the bipolar configuration. Intermittent contact with the ring electrode can cause out of range impedances. If this is the case, ts explained that a solution would be to program the lead to a unipolar pacing and bipolar sensing configuration. This would also alleviate the noise and oversensing observed on the lead in the unipolar configuration since the lss. A stored episode with noise and oversensing also exhibited pacing inhibition with asystole of greater than two seconds. The impedance measurement after the alert was back down to 438 ohms, which is within normal specification limits. The products remain in-service. No additional adverse patient effects were reported. Additional information was received that the patient was subsequently brought into the clinic for troubleshooting. Rv lead noise was unable to be reproduced in the bipolar configuration so the lead was reprogrammed to the bipolar configuration. However, another rv lss occurred, which automatically switched the lead configuration back to unipolar. As a result, the rv lead was programmed to a unipolar pacing and bipolar sensing configuration. The boston scientific field representative indicated that while performing lead testing, the rv lead was noted to also exhibit rising threshold measurements in both the unipolar and bipolar configurations. The representative also indicated they observed possible loss of capture while performing isometric testing with a rv pacing output of 2 volts. The patient was noted to be pace therapy dependent. Ts provided guidance that it is the physicians discretion as to if the threshold is rising too high and requires a rv lead revision. Ts explained that if the rv lead is ultimately revised, they would want to replace the current pacemaker device as well with a device that has the enhanced header design. The representative stated that they relayed this information to the clinic and the patient will continue to be monitored. The products remain in-service. No additional adverse patient effects were reported.